Event description:
The patient was enrolled with (B) (4) serial number (B) (4). The original baseline was established on (B) (6) 2007. Transmissions made with the device on (B) (6) 2008, were reported to be of poor quality. After troubleshooting unsuccessfully, the tech placed an order for a replacement device (serial (B) (4)) that arrived on (B) (6) 2008. The replacement device was not activated for baseline service. The pt expired in the evening between (B) (6) 2008 and (B) (6) 2008. At the time of death, it could not be determined if the patient was wearing device serial number (B) (4). Both devices have not been returned for eval. The explorer device is a patient-activated looping cardiac event monitor. Transmissions are sent manually by the patient using a phone. The device is not indicated for use as a real-time ems service.

Manufacturer narrative:
The company's initial assessment of this event determined that due to this particular device's capabilities, intended use and the pt required activity to capture an event, it could not reasonably have caused or contributed to this event. After further review, this report is being filed in an abundance of caution to ensure full compliance with 21 cfr part 803. The device was not returned to lifewatch by the patient's family. The device is currently being held by the patient's legal counsel.